Event description:
The customer reported the sys failed to display a fluoroscopic image. This issue will cause the sys to be unstable due to the inability to see the live image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l svc info was provided.